Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two unspecified mentor breast implants and suffered unspecified generalized illness. As a result, the patient had the implants explanted. No device issue such as rupture regarding the patient¿s devices was reported. The root cause of the patient¿s symptom is unclear. Due to the nature of the reported source, an unidentifiable blog/ social media site, mentor was not able to follow up with the patient for further investigation. It is not conclusively known if the reported devices are saline or gel devices. They will be reported as saline devices at this time of report. This report is for the left prosthesis.

Manufacturer narrative:
On 22-apr-2020, after additional review of this file and with the information available, it has been determined that the patient underwent prophylactic removal of her implants because of safety concerns with the devices. Symptoms of breast implant illness were not reported. Should additional information be received, this file will be updated as applicable. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 23-apr-2020, it was found that the initial reporter and the initial reporter country were mistakenly reported as maria maciocia and USA respectively. The actual initial reporter is (B)(6), and the initial reporter country is gbr. The relevant fields have been updated. Manufacturer's reference number: (B)(4).